Event description:
The customer returned an out of warranty insulin pump. No additional information was provided.

Manufacturer narrative:
Unit passed the displacement test, rewind, basic occlusion test, self test and a21 error test. All operating currents are within specification. Off no power alarm functions properly. Unit was unable to prime during prime/a33 test due to faulty fsr (gold). Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Unit had minor scratched display window, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip.